Event description:
A malfunction alarm was reported during the pump's load process. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge correctly and successfully resumed insulin therapy.